Event description:
The customer reported that the insulin pump experienced physical damage. The blood glucose reading was 78 mg/dl. The insulin pump was dropped and the screen now has a digital black line across the tight top corner. The broken glass is curving around the inside of the screen. The customer stated the insulin pump is not functioning as designed. Advised to discontinue use of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Blank screen test was not performed due to lcd damage. The device had cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.